Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the cause for the reported event traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device shows that image had snowflakes. The issue occurred before sedation for a diagnostic procedure. The procedure has been completed with an olympus backup device. There were no reports of patient harm.